Event description:
The user facility reported that during a therapeutic endoscopic esophagogstro duodenoscopy (egd) with dilation, the patient sustained an approximately 10mm perforation on the esophagus. The patient was intubated and was transferred to another facility for an emergency thoracotomy. The patient is reportedly doing fine after the surgery. The user facility did not suspect the endoscope to have caused the patient's outcome.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found scratches at 12 cm to 22 cm mark on the insertion tube, but the scratches were not sharp. There were deep dents on the distal end plastic cover, but no sharp edges were noted at the distal end unit. In addition, the bending section was also dented at approximately 20 mm from the distal end, which was attributed to physical damage. In addition, the bending section glue (a-rubber cement) was cracked and discolored, which appears to be due to chemical damage. The cause of the patient's outcome cannot be conclusively determined. This report is being submitted as an MDR in an abundance of caution.